Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. The data obtained from the device showed evidence hat the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2014. The device failed a self-test due to a low battery on (B)(6) 2014. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The fault could not be replicated with a new membrane fitted. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report. See scanned page.

Event description:
There was no pt involved in this event. This device malfunction because pad unit powers on without manual intervention.